Event description:
The caller alleged discrepant results when compared with the lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The test 1 thru 3, the inratio and lab values are within the confident limit, as per the internal procedure, the product will not be investigated. Also pt test #1 might be due lovenox. There was a change in dosage for the test#2. This is an adverse event.